Event description:
It was reported by switzerland that during service and evaluation, it was determined that the trigger of the battery handpiece/modular device was sticky. It was further observed that the device had a leak tightness test failure, seized gear, component damage, would not run, and could not engage the attachment. It was determined that the housing was deformed/bent and the moving parts did not move smoothly. It was further determined that the device failed pretest for leakage test using bubble emission technique, check the attachment coupling, check for mechanical free moving, check for sticky triggers, check roundness of housing, check fitting of the lid and check general function of device. It was noted in the service order that the motor of the handpiece was not functioning while being used together with the lid device. It was further reported that the device was tried with a different power module device; however, the issue persisted. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. D10: concomitant med products and therapy dates: lid device, power module device device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the sticky trigger, identified during service and evaluation was confirmed. The assignable root cause was determined to be traced to maintenance, which is improper maintenance. UDI: (B)(4).